Event description:
It is reported that the customer had normal blood glucose levels of 75 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that the insulin pump might have been exposed to sweat since the insulin pump was clipped to the bra. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, a cracked display window and a cracked case near display window corners were noted during the visual inspection. All buttons functioned properly. No button error alarms were noted. However, the keypad traces were corroded. Moisture damage was noted on the display board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.